Event description:
It was reported that: the patient underwent an inflatable penile prosthesis (ipp) surgery due to unspecified issues. All the components were removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was not working but the specific issue is not known yet.

Manufacturer narrative:
The product analysis did not confirm a device issue or problem. No malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. One cylinder performed within specifications. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the leak was the probable result of explant it will not be considered a probable cause for this event because it is a secondary failure. The pump performed within specifications. No device malfunction or problem was confirmed. The product record review indicated that the reported events do not represent a new or unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that: the patient underwent an inflatable penile prosthesis (ipp) surgery due to unspecified issues. All the components were removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.